Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
The mgr, market development, trauma reported surgeon submitted a presentation, ¿nonunion¿ failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt #9: female pt, experienced a left femur fracture and was implanted with an angled blade plate and screws on an unk date. X-rays on (B)(6) 2004, showed a non-union, and three (3) screws pulled out. Pt was returned to the operating room on an unk date and the 3 screws were removed and surgeon used cerclage wire to hold the plate. Eventually, the entire construct was removed, unk date, and the pt was revised to a straight plate. It cannot be verified if the product is synthes product. This is 1 of 5 reports for this event.